Event description:
Incoming information indicated a transient vagal response occurred during ablation of the left superior pulmonary vein (lspv) which required ventricular pacing. The adverse events resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: pscc100, product type: catheter, product ID: 990045, product type: guidewire, product ID: non-medtronic, product type: transseptal needle, product ID: non-medtronic, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the clinical study, sinus bradycardia occurred following the index procedure. Ventricular pacing was performed as treatment for the sinus bradycardia. The outcome of the case is unknown. No further patient complications have been reported as a result of this event. The case was completed with pulsed field ablation.